Event description:
It was reported that the stent was used in the middle cerebral artery (mca) down to the internal carotid artery (ica). The diameter of the upper segment was 3.8mm, the lower segment was 4.0mm. After the stent was released, a blood clot appeared in the stent. The doctor then removed it and used another stent instead. Patient's condition after completing the procedure: no complications. It was indicated that there was no intervention. The patient was in stable condition after finishing the procedure.

Manufacturer narrative:
Additional information was received from the distributor via email clarifying that the stent was not detached. The doctor inserted the stent but not completely, then performed another scan to check the stent's expansion and found a thrombus within the stent. The doctor then retrieved and removed the stent using a normal procedure. It was also noted that the patient was administered dapt 2 hours prior to the intervention as it was an emergency procedure. Loading dose: 324mg aspirin + 180mg ticagrelor via gastrotube. The device was received for evaluation. The investigation is currently ongoing. A supplemental report will be submitted with investigation findings.

Event description:
It was reported that the stent was used in the middle cerebral artery (mca) down to the internal carotid artery (ica). The diameter of the upper segment was 3.8mm, the lower segment was 4.0mm. After the stent was released, a blood clot appeared in the stent. The doctor then removed it and used another stent instead. Patient's condition after completing the procedure: no complications. It was indicated that there was no intervention. The patient was in stable condition after finishing the procedure.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for investigation, but it has not yet been returned. The alleged product issue and event as described could not be confirmed. If the device is received at a later date, an analysis will be performed and a supplemental report will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.